Manufacturer narrative:
A fracture by overload is the most likely cause. No CAPA required; currently single instance.

Event description:
Country of complaint: (B)(6). The jaw broke during a laparatomie. Ce dropped w/o recognizable reason of the shaft. Further info: fragment of the jaw has fallen into the pt and had to be located, under x-ray examination, adding approx 60 mins to the surgical time. The fragment was found.